Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with an inset teflon infusion set, and upon inspection found the prior infusion set cannula kinked; the user replaced the set and had delivered a reduced meal announcement to obtain insulin before being advised on proper high blood glucose protocol and to wait for automated correction with a fingerstick confirmation due to a sensor reading of over 400. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included user counseling on troubleshooting and education and attempts to obtain the infusion set lot number for follow-up. Investigation of this case revealed a likely interrupted insulin delivery due to a kinked teflon cannula, with device alerts indicating very high glucose; no ilet pump malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.